Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The screwdriver attachment handle broke on the middle portion where you turn to ratchet it.

Manufacturer narrative:
Examination of the returned device confirms the retention cap has loosened from the instrument. A search of the complaints databases finds no other reports against the product/lot code combination. As400 indicates the product was manufactured in december of 2010. Based on previous investigations, the root cause is attributed to a supplier assembly process. The investigation has identified that design improvements to alleviate this issue and further bolster the durability of this instrument were established through eco 343292 in january 2011. The returned item was manufactured prior improvements. Additional corrective action not indicated at this time. Monitor the improved design through trend analysis. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.